Event description:
It was reported that they had been experiencing multiple line blocked alarms while blousing. It was found to be bent upon removal. The event occurred while in use with patient. There was no patient injury.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: two used samples were returned for analysis. Visual inspection was performed and identified that among the three applicators that were returned, one was in a used and retracted state. The three infusion sites were observed within the applicators with a fourth infusion site being returned standalone. The fourth infusion site presented with a bent cannula. The infusion sites in the applicators were in various states of use. One was delaminated from the adhesive pad and another was in an unused state. The third applicator presented with a missing adhesive flange, but with the infusion site present. Additionally, two tubing/buckle assemblies were also returned. One luer was observed to be torn from one of the tubing sets. No further damages were observed. The customer complaint of an occlusion was confirmed. The probable cause was due to a bent cannula during use. The bent cannula was due to an adhesive issue. During investigation, a tubing tear (broken/cut) was identified, and the probable cause was due to unintentional pulling forces on the tubing during use.